Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of the first stage of the trunk ipsilateral leg component, the physician made multiple attempts to cannulate the contralateral gate but was unable to due to compression of the device at the level of the flow divider and causing the gate to not fully expand. The physician performed an aorto-uni-iliac (aui). The patient tolerated the procedure.